Event description:
It was reported that during the implant attempt, the lead would not pace appropriately. The physician attempted to reposition the lead, but the helix would not extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was found to be stretched, as were all conductors. The inner insulation was kinked buckled, blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. The analyst noted that the lead had been stretched, causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.